Event description:
It was reported that the tulip head allegedly came loose from the screw.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the device was viewed under and multiple indentations were observed on the screw head and base of the tulip, which suggests that multiple tightening attempts were performed during final tightening. Furthermore, review of the x-ray confirms that the screw was the most inferiorly implanted screw in the lower lumbar region, which is an area that possesses a lordotic curve. This location can present large loads on the implants as a result of the movement of the patient and loads on the spine. The implanted devices are only meant to provide support for fusion and cannot be expected to indefinitely withstand the normal loads of bone. Conclusion: the most likely cause of the reported event is multiple final tightening attempts with repeated physiological loads on the device contributing to the eventual disengagement of the tulip.

Event description:
It was reported that the tulip head allegedly came loose from the screw.